Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The customer replaced the gas delivery engine (gde) in order to resolve the reported issue. The suspect gde was returned to carefusion and is pending evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the fio2 percentage is high and out of specification. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was unable to duplicate the reported issue. The unit passed low and high minute ventilation blending accuracy tests; the unit operates to manufacturer specifications with no alarms or malfunctions.